Event description:
(B)(6) is a patient who has ms and the 6630 rail that is on her bed will not stay up in the slot that holds the rail in place. She uses the rail to pull herself up. The bushings are shot per the maintenance man at the facility. Referred back to original dealer for resolution.